Event description:
During an atrial fibrillation procedure, it was reported that ¿error 8¿displayed on the carto 3 system with this thermocool sf nav bi-directional catheter in use. Reseating the catheter resolved ¿error 8¿ but the intracardiac and body surface electrocardiograms have a noisy signal when the catheter was plugged back in to the patient interface unit (piu). The piu was rebooted and the cable was exchanged with no resolution. The issue was resolved by exchanging the catheter. The procedure was completed with no patient consequences. On (B)(6) received additional information requested from bwi representative stating that the noise signal occur on all channels on both systems at the same time. The physician was not able to interpret the signals due to the noise factor and therefore, unable to continue with the case until the issue was resolved by exchanging the catheter. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
As the lot # was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)